Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited loss of capture and noise reversion episodes. Programming changes were performed. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead was exhibiting oversensing of noise. Th lead was explanted and replaced on (B)(6) 2019. The patient is recovering.